Event description:
The account alleges that during a procedure, a catheter tip detached within the patient. The radial artery was used for vascular access and during catheter manipulations, the pigtail catheter tip detached within the patient's subclavian artery. A vascular snare device was used to remove the foreign body from the patient.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.